Event description:
It was reported that customer experienced repeated minimum fill notifications over the past 1 to 2 months while loading cartridges, which had previously been resolved by reloading cartridges but continued to occur on the reported date. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, confirmed cartridge fill and tubing amounts, reloaded cartridge, and successfully loaded cartridge onto pump and resumed insulin, resolving issue.